Manufacturer narrative:
The customer only provided the serial number for the battery. Philips is in the process of trying obtain the correct serial number of the defibrillator. The factory has not yet received the device for eval and this complaint is still under investigation.

Event description:
The customer reported that the defibrillator would not power up on battery. There was no report of pt involvement.